Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customers blood glucose level was 342 mg/dl. Reportedly, the customer changed multiple infusion sets and cartridges to address the occlusions. System check was performed by tandem technical support and no issues were identified.